Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6) 2017, pregnancy with contraceptive device in 2017, multigravida and parity 4 (date of birth: (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2015). Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous ("stillbirth / miscarriage"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression / psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, on (B)(6) 2018: hysterectomy with bilateral salpingectomy and on (B)(6) 2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection, vaginal haemorrhage and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Insertion date discrepancy: (B)(6) 2015, (B)(6) 2015 this patient other pregnancy episode which has been captured under (B)(4). Received treatment for bleeding, fracture, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6) 2017: there does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the event pain, bleeding, vaginal discharge updated to recovered/ resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6) 2017, pregnancy with contraceptive device in 2017, multigravida, parity 4 (date of birth: (B)(6)2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2015.), cramp in lower abdomen, bleeding genital, bacterial vaginosis and dysmenorrhea. Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from march 2018 to may 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous ("stillbirth / miscarriage"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression / psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, on (B)(6) 2018: hysterectomy with bilateral salpingectomy and on (B)(6) 2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection, vaginal haemorrhage and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Insertion date discrepancy: (B)(6) 2015, (B)(6) 2015, (B)(6) 2015. This patient other pregnancy episode which has been captured under (B)(4). Received treatment for bleeding, fracture, migration left side: that there were 3 coils visible, right side: there was 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2018: foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6) 2017: there does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia and dysmenorrhea. Batch no c51075 production date (B)(6) 2014, expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received: medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6) 2017, pregnancy with contraceptive device in 2017, multigravida and parity 4 (date of birth: (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2015.). Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous ("stillbirth / miscarriage"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression / psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, on (B)(6) 2018: hysterectomy with bilateral salpingectomy and on (B)(6) 2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection, vaginal haemorrhage and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Insertion date discrepancy: (B)(6) 2015, (B)(6) 2015. This patient other pregnancy episode which has been captured under (B)(4). Received treatment for bleeding, fracture, migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6) 2017: there does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia and dysmenorrhea. Batch no c51075 production date 2014-04-24 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth / miscarriage') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6)2017, pregnancy with contraceptive device ((see # 2019-179911)) in 2017, multigravida and parity 4 (date of birth: (B)(6)2006, (B)(6)2007, (B)(6)2010, (B)(6)2015.). Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6)2018 to (B)(6)2018, ibuprofen from (B)(6)2018 to (B)(6)2018, medroxyprogesterone acetate (depo provera) from (B)(6)2018 to (B)(6)2018, nsaids since (B)(6)2015 and paracetamol (acetaminophen) since september 2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6)2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish") and depression ("depression / psych injury"). The patient was treated with surgery (on (B)(6)2018: hysterectomy with bilateral salpingectomy and on (B)(6)2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device breakage, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety and depression outcome was unknown, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6)2018: diagnosis. Uterus. Fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis with squamous metaplasia and nabothian cysts. Negative for squamous dysplasia. Endometrium: polypoid portion of endometrial tissue with stroma decidual change. 4 remain in endometrium with abnormal secretory pattern, consisting of small) atrophic appearingglands. Suggestive of progestin effect. Focus of dystrophic calcifications. Negative for atypical hyperplasia and malignancy. Myometrium: no significant pathologic alteration. Serosa: negative for adhesions and endometriosis. Fallopian tubes; serosal adhesion, right fallopian tube. R left fallopian tube with no significant pathologic alteration. Negative for endometriosis and malignancy, foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6)2017: impression: 1. There does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. 2. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: this record was detected to be a duplicate to record # us-bayer-2019-060205 (event: injury) from which all information was transferred to this record (us-bayer-2019-005554), then duplicate record us-bayer-2019-060205 will be deleted. New: new lawyer reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes'), device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth / miscarriage') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6) 2017, pregnancy with contraceptive device ((see # (B)(4))) in 2017, multigravida and parity 4 (date of birth: (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2015.). Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to june 2018, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish") and depression ("depression / psych injury"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, on (B)(6) 2018: hysterectomy with bilateral salpingectomy and on (B)(6) 2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety and depression outcome was unknown, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Insertion date discrepancy: (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2018: diagnosis: uterus. Fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix: - chronic cervicitis with squamous metaplasia and nabothian cysts. - negative for squamous dysplasia. Endometrium: - polypoid portion of endometrial tissue with stroma decidual change. 4 remain in endometrium with abnormal secretory pattern, consisting of small) atrophic appearing glands. Suggestive of progeslin effect. Focus of dystrophic calcifications. - negative for atypical hyperplasia and malignancy. Myometrium: - no significant pathologic alteration. Serosa: - negative for adhesions and endometriosis. Fallopian tubes; - serosal adhesion, right fallopian tube. R left fallopian tube with no significant pathologic alteration. - negative for endometriosis and malignancy, foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6) 2017: impression: 1. There does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. 2. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event: perforation: fallopian tubes was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus'), embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth / miscarriage') in a 28-year-old female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage on (B)(6) 2017, multigravida, parity 4 (date of birth: (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2015.) And pregnancy with contraceptive device. Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2018, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish") and depression ("depression / psych injury"). The patient was treated with surgery (on (B)(6) 2018: hysterectomy with bilateral salpingectomy and on (B)(6) 2018: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, anxiety and depression outcome was unknown, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: diagnosis uterus. Fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis with squamous metaplasia and nabothian cysts. Negative for squamous dysplasia. Endometrium: polypoid portion of endometrial tissue with stroma decidual change. 4 remain in endometrium with abnormal secretory pattern, consisting of small) atrophic appearingglands. Suggestive of progeslin effect. Focus of dystrophic calcifications. Negative for atypical hyperplasia and malignancy. Myometrium: no significant pathologic alteration. Serosa: negative for adhesions and endometriosis. Fallopian tubes; serosal adhesion, right fallopian tube. R left fallopian tube with no significant pathologic alteration. Negative for endometriosis and malignancy, foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis - on (B)(6) 2017: impression: 1. There does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. 2. Normal. Appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: one of the coils was out of place and imbedded in the uterus, anxiety/ mental anguish, depression, did not undergo an essure confirmation test, abnormal bleeding (vaginal) were added. Event outcome was added for the event: abnormal bleeding (vaginal). Pt for the event device dislocation was updated to device expulsion. Lot number was added. Concomitant drugs, conditions and historical conditions were added. Reporter's information and lab data were added. Event of did not undergo an essure confirmation test deleted. Fu3 & 4 processed together. On (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the coils was out of place and imbedded in the uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('migration/migration of essure device location of device: uterus/one had moved from her fallopian tube into her uterus') in a 28-year-old female patient who had essure (batch no: c51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage (under essure) on (B)(6) 2017, pregnancy with contraceptive device in 2017, multigravida and parity 4 (date of birth: on (B)(6) 2006, on (B)(6) 2007, on (B)(6) 2010, on (B)(6) 2015.). Concurrent conditions included lower abdominal pain, low back pain and painful periods. Concomitant products included hydrocodone bitartrate; paracetamol (norco) from on (B)(6) 2018 to on (B)(6) 2018, ibuprofen from on (B)(6) 2018 to on (B)(6) 2018, medroxyprogesterone acetate (depo provera) from on (B)(6) 2018 to on (B)(6) 2018, nsaids since on (B)(6) 2015 and paracetamol (acetaminophen) since on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced abortion spontaneous ("stillbirth / miscarriage"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression / psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression, dyspareunia and vaginal discharge outcome was unknown, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Discrepancy noted in essure confirmation test as hsg results were provided while it was also mentioned that the test was not performed. Insertion date discrepancy: on (B)(6) 2015, on (B)(6) 2015. This patient other pregnancy episode which has been captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test: on (B)(6) 2018: foreign material present in endometrial cavity and right fallopian tube lumen, consistent with essure contraceptive device. Ultrasound pelvis: on (B)(6) 2017: there does appear to be an intrauterine device within the central uterus. The uterus is otherwise unremarkable. Normal-appearing left and right ovary. Dominant follicle or small cyst noted in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:  pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: new events added- vaginal discharge and dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy full and hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, breakage, vaginal infection. Birth complication was mentioned but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), breakage, psych injury, pregnancy stillbirth/miscarriage, miscarriage, migration, vaginal infection, bladder/urinary problems. Outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, vaginal infection were added. Essure removal and procedure were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.